Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch report is for the compact plus system. (B)(4). Device was not returned to manufacturer.

Event description:
Reporter stated that customer received the following results on 2 different meters within 1 minute: 270 mg/dl (mobile system) and 110 mg/dl (compact plus system). No actions taken based on device results. No adverse event due to the device reported. The manufacturer requested return of suspect product for evaluation; however, the test strips were not returned.